Manufacturer narrative:
Other serious (important medical events) - retained foreign object. The fractured tip of the driver remains in the head of the screw implanted in the patient. As no product has been returned to the manufacturer, device evaluation is not possible. Lot number identification was not provided; therefore, manufacturing history review and lot specific complaint review were not possible. Root cause could not be determined.

Event description:
It was reported that during a procedure performed in (B)(6), on (B)(6) 2014, upon attempting to insert a 65mm x 45mm reform polyaxial screw with effort, the reform polyaxial driver tip broke off in the head of the screw. The tip was left in the head of the screw and the rod and locking screw were successfully inserted to complete the procedure. No delay to the procedure occurred.